Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Local reaction: unable to observe as it is not related to the device. As per the investigation procedures deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "capsular contracture [baker grade] 3." Healthcare professional later reported "chronic nonspecific inflammation, mild." Device was explanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade 3", "synovial metaplasia, chronic nonspecific inflammation, mild". Device was explanted. Total capsulectomy was performed.

Manufacturer narrative:
Continued e1 (phone no.): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.